Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was doing some activity in which she was bending and later felt something pop in her neck. Shortly after the incident, the patient experienced pain in her arms. X-rays were taken and observed the cervical lead had migrated out of the epidural space. Diagnostic testing revealed all impedances were within normal limits. Surgical intervention was undertaken as the next course of action. During the procedure, the physician performed another small laminotomy just above the previous securing the lead in the desired position with butterfly anchors. Intraoperative testing revealed all impedances were within normal limits. Effective therapy was captured to all pain areas postoperatively. The issue is resolved.